Event description:
It was reported that the patient with this right ventricular (rv) lead and cardiac resynchronization therapy defibrillators (crt-d) exhibited an increase in shocking impedances reaching high out of range measurements. Technical services (ts) advised that when the average low voltage shock impedance (lvsi) is approximately 150 ohms or greater, intervention should be considered as shock efficacy drops notably. The rv lead and the crt-d still in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.